Manufacturer narrative:
(B)(4)

Event description:
It was reported "when inserting the central venous line, the healthcare professional noticed that the puncture needle in the kit was cracked at its base, preventing venous return. A new ultrasound-guided puncture was required in the superior cava vena with a change of device." The patient's current condition is reported as "unknown".

Event description:
It was reported "when inserting the central venous line, the healthcare professional noticed that the puncture needle in the kit was cracked at its base, preventing venous return. A new ultrasound-guided puncture was required in the superior cava vena with a change of device." The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn (B)(4). The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. Visual inspection revealed cracks on the needle hub as well as a bent needle cannula. The customer stated the damage to the needle cannula was twisted but unrelated to the reported incident. A device history record review was performed, and no relevant findings were identified. The failure mode identified is consistent with the failure mode investigated per CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA was implemented previously to address the issue of the cracked needle hub. The implementation date occurred after the manufacturing date of the needle hub batches involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).